Event description:
Additional information was received that despite emu proven seizures in the past, the patient's seizures are psychogenic in nature. Family's view is that there was no change in semiology. The physician stated that the patient is only being treated for her psychogenic seizures at this point and that vns output current is not being increased currently as the physician is focused on the psychogenic seizures. Patient was reported to be doing well since her admission to the hospital a month before.

Event description:
It was reported that the patient had experienced an increase in seizures since his generator replacement in (B)(6) 2016. The patient attended clinic in (B)(6) 2017, where he mentioned the increase in seizures to the physician. The physician decided to titrate the settings to a higher output current than the settings programmed on the previous device. Patient had another cluster of seizures and was admitted to hospital. Patient's settings were adjusted and device diagnostics were normal. Additional relevant information regarding the increase in seizures has not been received.